Event description:
On (B) (6) 2010, patient reported that for the last 3 days, she has had elevated blood glucose from 200's - 385 mg/dl. Patient's normal blood glucose range is 90-120 mg/dl. Patient stated the infusion device did not alert any errors or occlusions. She reported her infusion site and tubing was changed 3 days ago. Patient reported she was able to disconnect at the infusion site, prime and bolus until insulin dripped out of the end of the infusion tubing. Patient stated she had a medication change 2 weeks ago. Troubleshooting did not find any product issues. Recommended she change the infusion set, insulin cartridge and contact medical professional regarding elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.